Event description:
This report will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device charging port was damaged, the port moved and the charging cord would not remain attached. There was no reported patient involvement, therefore no health consequences or impact.